Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during multiple cataract extractions with intraocular lens (iol) implant procedures, white powdery substance came out from the cartridge. The substance was removed by irrigation and aspiration. The cloudy optic was removed during initial procedure. Additional information was reported that the initial iol was re-inserted.